Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the infection was located on the generator site. No alteration was observed in the device presentation. The patient's clinical and immunological status has been optimal. No manipulation or trauma was reported.

Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to explant her device due to infection. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. The patient has not been re-implanted to date. Attempts for additional relevant information have been unsuccessful to date.